Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported system message (sm). The supervisor printed circuit board assembly (pcba) was replaced for diagnostic purposes. The system was then tested and met all product specifications. The supervisor pcba was received and a visual assessment of the returned sample did not reveal any nonconformity. The returned supervisor pcba was installed into calibrated system. The system was booted up 5 times and no nonconformities for sm's were generated by the system. Additional testing was performed and the supervisor pcba passed all testing. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
The director of nursing reported that there was a system message that caused a significant delay during a vitrectomy procedure. It is unk if the procedure was completed. There was no pt harm reported. Additional info has been requested.